Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer¿s ref# (B)(4). H6) c22 appropriate term/code not available: side-effect. After investigation the event is no longer considered reportable to FDA as no device deficiency or malfunction occurred. Summary of investigational findings: during a post market clinical follow-up (pmcf) study cook became aware of this event. On (B)(6) 2019, the patient was emergently treated for penetrating aortic ulcer with intramural hematoma with placement of a zta-pt-36-32-209 (complaint device) from zone 3. The patient was discharged on antiplatelets and aspirin. On (B)(6) 2020 (447 days post-procedure) non-contrast imaging completed showed that the device and all vessels were patent, and there was no evidence of thrombus, device issue, or endoleak. The patient was no longer taking antiplatelets or aspirin at this time. On (B)(6) 2022 on the 4-year follow-up imaging (1280 days post-procedure) imaging revealed patent study device with thrombus, occluded lsa (left subclavian artery), no device issues, and no endoleaks. Lsa was occluded due to tight stenosis of the first few centimeters of the left subclavian artery upstream of the origin of the left vertebral artery. No information regarding in-graft thrombus was provided. No evidence of device issue was reported. Thrombus is a known potential adverse event. Nothing indicates that the event is related to a fault condition of the device, the thrombus is assessed as an adverse effect inherent to this type of procedure why the event is assessed to be a side effect. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). G4) similar to device marketed under PMA/510(k): p140016 investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study (B)(6): zenith alpha thoracic post market retrospective study): thrombus in the study device was reported on the 4-year follow-up imaging. On (B)(6) 2019, the patient was emergently treated for penetrating aortic ulcer with intramural hematoma with placement of a zta-pt-36-32-209. The patient was discharged on antiplatelets and aspirin. On (B)(6) 2020 (447 days post-procedure) non-contrast imaging showed that the device and all vessels were patent, and there was no evidence of thrombus, device issue, or endoleak. The patient was no longer taking antiplatelets or aspirin at this time. On (B)(6) 2022 (1280 days post-procedure) imaging revealed patent study device with thrombus, occluded left subclavian artery, no device issues, and no endoleaks.